Event description:
The patient had 5 herniated discs and the patient was having pain. An MRI was being done. The patient¿s pain was in their spine, and per the patient the pump was supposed to be covering the pain in the spine. The patient stated that the healthcare provider thought the ¿dial or slow down wasn¿t performing right and it was causing a difference for a while¿. The pump was used to deliver hydromorphone and bupivacaine. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).